Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. The device was unable to perform the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests due to lcd physical damage. The motor was tested outside the device and passed. The insulin pump was received with cracked and partially broken off end cap, cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the lcd window, scratches on the reservoir tube window, cracked reservoir tube and cracked reservoir tube window.

Event description:
Customer reported via phone call damage on the insulin pump and motor error alarm. Troubleshooting for motor error alarm was performed. Customer was able to rewind, prime and pass the self-test. Customer was advised to change out their entire set and reservoir. Customer advised motor error alarm did not recur and that they would monitor the device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.